Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no output. The ipg was removed from the pocket, the set screws were tightened down and the ipg began pacing. Several attempts were made to try and reproduce the inhibition but it could not be reproduced. The ipg was implanted.